Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient was having inadequate stimulation due to lead migration which was confirmed through x-ray. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having inadequate stimulation due to lead migration which was confirmed through x-ray. The patient will undergo a lead replacement procedure.